Event description:
It was reported that the handpiece began leaking a blood-like fluid during an orthopaedic procedure. The substance did not leak into the patient. The procedure was completed with another device without a procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.